Manufacturer narrative:
Urinary retention occurred - conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure in early 2008. Post-operatively approx nine months later, the patient presented with voiding dysfunction. As a result, the patient was performing intermittent self catheterization. The patient was also scheduled for a tape division two months later.